Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) reported damage cuff with pierced balloon, which required removal and new tracheostomy, in turn this was compromising oxygenation of patient.. It was reported he cuff was not assessed prior to insertion.